Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure in 2018, suture was used. It was reported that the suture broke at 1 to 3 cm from needle when in use. Another suture was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
An empty opened foil package of product was returned for analysis. Due to no suture product was returned for evaluation to determine the assignable cause of the performance breakage suture. The reported failure could not be evaluated. It could not be determined what may have caused the reported incident.